Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction (noisy image) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed no image (image blackout), which likely occurred due to a defective charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a noisy image, with intermittent image loss and blackout during angulation adjustments. The issue was identified during inspection for use. There were no reports of patient involvement.